Event description:
Reportedly, during testing, the membrane switch was found to be inoperative. Upon investigation, it was found that the membrane switches were defective and they were replaced. There was no pt involvement in this case.